Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient with a history of sarcoidosis was diagnosed with pseudotumor cerebri in 2000 and received several spinal taps until 2011. Reportedly, the patient was implanted with a strata vp shunt in 2011. According to the report, the patient began having seizures in 2011 after the vp shunt was implanted and no diagnosis was given as to the reason for the seizures. In 2013, specifically the months of (B)(6), the patient's peritoneal catheter was found to have migrated out of the peritoneal cavity and revision surgery was performed each of the four times to place the same catheter back into the peritoneal space. The report stated that the catheter was never removed but placed back into the peritoneal cavity four times. Reportedly, the patient was experiencing bad headaches, back pain, increase in seizures and increased blood pressure. On (B)(6) 2014, it was reported that the strata vp shunt was determined to be not right for the patient and it was explanted and replaced with a strata lp shunt. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.